Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The caller reported that the patient was programmed in seattle about 10 days ago and there was a problem when the patient left the office. The caller stated that the patient was suppose to have two programs (one he came in on) , but the the programmer (not a medtronic employee) apparently forgot and some how went to default. The caller stated that the patient is suppose to be at 5.3v but cannot adjust past 4.8v for that particular side (did not specify what side). The caller stated that the therapy has reverted back form the original setting , and now the patient cannot increase the therapy as much as they were once able to. The caller stated that they full time travel and are currently in fresno, california and will be there for about a month and half. The caller stated that they already contacted the healthcare provider (hcp) , but the hcp was able able to assist due to not having a practicing license in california. The caller was requesting further assistance from a local mdt rep in regards to reprogramming. Pss informed the caller that the reps work under the supervision of the hcp and may not be able to assist. Pss provided the caller with providers that were local to the callers area to further assist with the re-programming.pss sent an email to the local mdt reps to see if they could further assist. No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.